Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue of "the pca button port is damaged was duplicated. During visual inspection, a detached downstream occlusion (dso) seal was identified. The dso seal and remote dose collector were replaced. The device will be returned to the customer after passing all tests.

Event description:
The customer returned the product for pca button port is damaged, during device evaluation, a detached downstream occlusion (dso) seal was identified. There was no patient involvement.